Event description:
The facility's biomed reported the account is in the process of evaluating all of their flo-gard pumps for proper operation of the air sensor as a preventative maintenance measure. Three pumps were reported to have failed air in line testing by not alarming for air. The pumps are being tested by running the bags dry and seeing if they alarm for air. All three pumps did not alarm, however it is not known how long they were running with a dry bag when this was noted. Despite baxter's efforts to obtain additional information regarding the date the report occurred, pump programming and setup information and tubing product code and lot number being used, no further information has been obtained.